Manufacturer narrative:
Additional information: b5: lens was removed and replaced. Reportedly, "patient one week post op looks fine, 6/8." Claim# (B)(4).

Manufacturer narrative:
Pt info: unk. Date of event-unk PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticm12.1 implantable collamer lens, -0.5/+6.0/090 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2010. The surgeon reports refractive surprise. Reportedly, the lens remains implanted.